Event description:
It was reported that during a routine device check, the pulse generator exhibited backup operation. The patient presented to the emergency room and a software download restored normal device function. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.